Event description:
The customer reported via phone call that the insulin pump alarmed weak battery and failed battery. The customer also reported that the battery life did not last. She confirmed that she did clear the alarms prior to changing the battery. She reported that she was unable to get the battery cap off and that the insulin pump showed a depleted battery. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. The insulin pump was received with normal operating currents. No unexpected low battery, weak battery or failed battery test alarm noted. No cosmetic damage noted.